Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella cp support. During support it was noted that the patient was experiencing hemolysis. Later it was reported that during surgery there was a pump stop and the impella was removed. The patient remained stable.

Manufacturer narrative:
Additional information: b5. The investigation of the reported failure mode has been completed. No product was returned. Hemolysis: the cause of the hemolysis was not determined since insufficient clinical details were provided, no product was returned, and data logs were insufficient. Temporary pump stop: the cause of the temporary pump stop was not determined since insufficient data logs are available, insufficient clinical details were provided, and product was not returned. Device history review: the device passed all the post sterile inspection checks.

Event description:
Additional information received: the surgeon cross clamped over the motor, the pump stopped, and it was able to be restarted. The pump was explanted at the end of the surgical case. The impella items were disposed of and are not available for return.